Event description:
On (B)(6) 2012, the lay user/patient in the UK contacted lifescan to report the one touch ultra 2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012 at 9:00 pm, the patient obtained the blood glucose reading of 10.6 mmol/l on the reported meter which he claimed was inaccurately high compared to his expected results. The patient noted he had delayed his dinner and had not yet eaten his meal. At an unspecified time afterwards, the patient passed out. Emergency services were contacted, and when they arrived at 9:30 pm the patient had been revived by his family members. The patient was treated with glucose gel; he was not transported to the emergency room. The patient noted, he was recently diagnosed with anemia. According to the test strip literature for this meter, if the patient's hematocrit is outside the specifications range of 30-55%, the test results may be inaccurate. Troubleshooting revealed the test strips were in good condition and within opened expiration dating. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he obtained an elevated reading on the reported meter, and received emergency treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k053529.

Manufacturer narrative:
Follow-up # 1 (05/15/2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6), 2012 the test strips were tested and the primary complaint was not confirmed. On (B)(6), 2012 the meter was tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.